Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the surgery that took place on (B)(6) 2015 one bone plugs broke, code 09390114, lot l7396.

Manufacturer narrative:
An event regarding crack/fracture involving a bone plug was reported. Conclusion: the reported event described fracture of a bone plug; the bone plug is assembled with a plug adaptor. The plug adaptor is then assembled on the end of a plug introducer. The plug introducer has no contact with the bone plug. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during the surgery that took place on (B)(6) 2015 one bone plugs broke, code 09390114, lot l7396.